Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the el5ml device (a) was received in good visual condition. Upon cycling the device, it was noted that the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The firing issues reported could have been caused by the device being fired through the lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing the tip of the advancer slid toward the tissue stop, causing the jaws to remain in the closed position and delivering a malformed clip. The trigger was manually assisted in order to open the jaws. Then the device fed and formed five conforming clips according to our manufacturing specifications. Investigations have been initiated to address the potential root causes of bypass issues. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). Advancer bypass. (B)(4).

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the trigger became too hard to grasp, and the clip would not to come out all of the way. Although the second device was fired properly partway, the same event occurred. The indicator of the second device was shown a little. Another device was used to complete the procedure. There were no adverse consequences for the patient.